Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a gutter debridement for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is no obvious loosening or migration visible. There is some radiolucence tibial and some condensed bone talar, however the hcp doubts loosening or migration of the components. There is only soft tissue problem described." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However in hcp assessment it was noted that there is only soft tissue problem described if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a gutter debridement for reasons that are not available at the time of this report.